Manufacturer narrative:
Findings: unit received with blank display due to battery connector not plugged in properly to b1/ib. Reconnected battery connector to b1, unit was received with normal operating currents and no unexpected off no power, low battery and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer's father reported via phone call indicating that son insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer's father stated the pump has been blank twice today. Customer's father is concerned and very worried and wants pump replace. Customer's father did not want to troubleshoot, did not have time. Customer was advised that we will ship replacement pump.